Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative found that the image in question was digitally rotated, which would cause the "fuzzy" image. The representative then instructed the customer on how to adjust the image in the event the reported issue reoccurs. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the 3d image generated by the imaging system was not up to medtronic standards with a "fuzzy" display around the retractors and reference frame. The site elected to use the image and continue with the procedure. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.